Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of an 75mm abdominal aortic aneurysm rupture. It was reported there was a type ib endoleak noted from the right common iliac artery after ballooning and final angiogram was carried out. It was attempted to coil the hypogastric artery to extend a limb down into the right external artery, however the wire could not get through the anatomy and after multiple attempts a conversion to open repair was carried out. The event is reported to not be resolved. As per the physician, the cause of the event was due to patient anatomy due to an iliac aneurysm that communicated with the abdominal aneurysm and the hypogastric artery needed to be occluded in order to continue to seal aneurysm by extending down in the right external artery. No additional clinical sequelae were reported and the patient is being monitored.